Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic liver resection, the white tissue pad of the harh36 melted and came off after a very short time (just a few minutes). There have been no changes in the use of the device by the surgeons. The device had passed the pre-test. A new device was used to complete the procedure. Surgery was delayed five minutes and there were no patient consequences.